Event description:
As per medwatch mw5109105: product complaint only. It was reported beeping and no disposable alarms with pump after putting on a new prefilled remodulin cassette. Reservoir volume = 91.4 ml. Tubing on top of cassette found to be raised somewhat. Troubleshooting resolved. Cassette restarted and infusing. No further details provided.